Event description:
It was reported that a nurse was leaning on top of the incubator while writing a chart. The hood collapsed. The seam between the hood and the sides separated. There was a pt in the incubator but no pt injury occurred.